Manufacturer narrative:
Additional information has been received. The received information has been provided in sections a4 (weight has been changed to 0230) and h10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced retainer ring damage. The customer reported, blood glucose value of 41 mg/dl. The customer reported, hypoglycemia. Hypoglycemia treated with glucose/carb intake, ems/ambulance/ER visit. Troubleshooting was performed. And the event involved product(s) mmt-1780kpk, unomedical, mmt-332a. Customer reported, pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported, low bgs. No further patient complications were reported. No product return is required for mmt-1780kpk, no product return is required for unomedical, no product return is required for mmt-332a.

Event description:
Customer's attorney reported that the customer had a low blood glucose that resulted in the paramedics bringing the customer to the emergency room on (B)(6) 2018 for evaluation of altered mental status/confusion from a low of 41mg/dl at 3:24pm. Customer had a mild headache and had become increasingly confused and combative. Paramedics had given him one ampule of dextrose 50. By the time customer was in the emergency room, he had a fever and a high blood glucose of 419mg/dl. His pump was restarted to treat the high. Customer alleged that the black retainer ring was defective. Troubleshooting was not done. Pump was used at the time of the low. It was unknown if auto mode was used. Customer likely will discontinue the pump. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h6 (health effect - clinical code & health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.